Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while sewing down the right ventricular (rv) lead, the r-waves started to drop. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.